Event description:
Allegedly, patient was revised due to metal on metal complications. Implant was removed. Additional information received on 09/23/2020 from (B)(6): adding product information and updating implant date. Additional information received on 09/25/2020 from (B)(6): confirmation of the product number of the shell.